Event description:
The hospital pharmacist reported that the vitrectomy probe did not cut. This incident led to a superior tear and a retinal detachment. The surgeon had to open a new pack to complete surgery. Multiple attempts were made for more info on the event and pt status with no response to date.

Manufacturer narrative:
No sample was returned for eval. No additional info received on the pt event. The root cause of the pt event cannot be determined in this investigation. This report was mailed to FDA on: 10/17/2008.